Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
Cusa nxt extended length tip (elt) was reported to have caused a burning sensation when the hand touched the tip. Add'l info has been requested.